Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level ranged between 180 mg/dl and 261 mg/dl which were addressed by delivering a bolus. Reportedly, the customer will continue to use the pump for insulin therapy.